Event description:
It was reported that while performing a persona knee sawbones lab in the office with the office's universal oscillating saw attachment demo set, the oscillating saw broke. The oscillating saw stopped oscillating even though the battery was still working. The saw attachment was inspected, revealing that the "teeth" which engage the blade had been sheared off. Only 2 "teeth" remained on the oscillating saw, both in the rear portion of the saw that does not engage a saw blade. Sales representative speculated that possibly not all of the "teeth" were sheared during the event and that some of the teeth may have been missing from previous use.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.